Event description:
Patient reported experiencing elevated blood glucose levels up to 394 mg/dl for around 3 months; took correction via the infusion device. Patient stated on (B)(6) 2014 his blood glucose level was 165 mg/dl at 6 am, and he administered 1 units of insulin via the infusion device. Patient reported that at 11 am his blood glucose level was 175 mg/dl; he ate and then administered 4 units of insulin via the infusion device. Patient stated that at 11:15 am he changed the infusion set and then at 2 pm his blood glucose level was 394 mg/dl. Patient's normal blood glucose range was not provided. Patient alleges the infusion device delivers too low insulin. Patient reported smelling insulin but did not detect a leakage. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).